Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by fever, turbid fluid and weakness. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. The same day as the event onset, the patient was treated with vancomycin injection (1gm, every 72 hours, discontinued after 13 days) and meropenem injection (1gm, every day, discontinued after 13 days) for peritonitis. At the time of this report, the patient has recovered (nine days after the event onset). Pd therapy was ongoing. No additional information is available.